Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced a high blood glucose (bg) level ranging from 573 to 600 mg/dl. Customer administered a manual injection and changed out supplies to address elevated bg level. Reportedly, the customer went to the emergency room with high ketones determined to be life threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and was treated with potassium and intravenous fluids of saline and insulin. Customer was discharged the next day with no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.